Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. A sample was received for evaluation. Functional testing shows that the cassette was not recognized. The customer's problem was duplicated. The most probable root cause is due to inoperable dso sensor. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device does not recognize the disposable. Patient involvement is unknown.